Manufacturer narrative:
Button error alarm and no button response due to corroded keypad traces. No moisture damage inside pump noted. Unable to verify for battery out of limit alarm due to no button response. No ramping number on their own or scrolling bar moving anomaly noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had button error alarm and keypad anomaly. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 320 mg/dl. Troubleshooting was performed. The device was returned for analysis.